Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk at this time. (B)(4).

Event description:
A customer reported that there was a persistant surge with chamber instability during a cataract extraction procedure. The case was completed using the same system. There was no harm or injury to the pt. Add'l info has been requested.